Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012615958 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The slide control function was hard to slide due to entangled electrodes wires in the shaft. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires' insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. X-ray imaging confirmed the presence of entangled electrode wires in the shaft. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a foreign object was seen in heparinized saline during aspiration of the flexcath contour side port. After removing the pulseselect catheter from the patient's heart, the physician aspirated and flushed the flexcath contour sheath prior to inserting the catheter to complete a post map. During this process, several small foreign objects were noticed in the syringe. The sheath was aspirated until clear of foreign objects and flushed with normal saline to clear the side port of blood. The foreign objects were flushed onto gauze for better visualization, but identification of the particles was not possible. Additionally, a current detection leak warning occurred on the carto system during ablation, requiring the carto mapper to disconnect all cables to reset the system. Another manufacturer's wire was repositioned near the catheter, as it was suspected it was causing interference. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.